Event description:
It was reported that a cadd®-prizm vip pump had low output and was not pumping correctly. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found no evidence of an issue. Delivery accuracy testing was performed and was unable to duplicate the reported issue. The accuracy was within manufacturing specifications. Based on the evidence, no fault was found with the device.